Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an fentanyl at a dose rate of 230.1 mcg/day and bupivacaine at a dose rate of 3.451 mg/day via an implantable pump for non-malignant pain and complex regional pain syndrome type one. The drug concentration for both fentanyl and bupivacaine were unknown. It was reported that the patient had a lump on her spine. The patient didn¿t know if it was due to her doctor or the equipment, but she was tired of being cut open. The patient was described as not a very mobile person, so the patient did not know why the fluid came back. The fluid area was not small and today ((B)(6) 2019) it was bigger. It was indicated that this was the second time her catheter was leaking. The last time that the patient had to have emergency surgery was because she showed the physician her severe swelling when she saw him on ¿friday (B)(6)¿ and they applied a compression and the patient wore her band as she was told. Six hours later however, she stood up from the couch and her back was soaking wet. When she took the brace off; there was a steady flow of fluid coming out by the incision. The patient saw the pa today. The patient was advised to use a towel to add extra compression with her band. The patient was to see their physician on monday ((B)(6) 2019). No further patient complications have been reported as a result of this event.